Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0td35, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient inquired if "something went wrong" with the device and further clarified that she thinks this because she was in "terrible pain". Patient stated that her doctor "can't pin point" what was going on with her and stated that she has had CT scans, x-rays and injections and stated that she wonders if the ins was causing the pain. Patient stated that if she "moves just wrong" she was in pain and stated that it feels like an "electrical shock" and patient stated that she "screams" because it is so "painful". Patient further clarified that she was feeling the pain in her back and "pelvic bone". Patient stated that the pelvic bone "feels very bruised or something" and stated that this has been going on "for a couple of months". Patient further clarified that this started "around the 1st of july". Patient stated that "on my birthday on the 8th it was bad". Caller redirected to follow up with hcp to discuss symptoms and check lead/implant. There were no further complications reported. Additional information received (B)(6) 2019 from the patient reported they were in excruciating pain and thought it was due to the device. The wanted to shut ¿the whole thing down¿. The patient was walked through turning the device off and the stimulation already showed it was at 0.0 volts. There were assisted with turn the stimulation back on and then off again to confirm it was off but still had pain. It was explained this could be residual effect and when the device was off they were not getting therapy. The patient stated that it felt ¿like a lead is attached to a nerve in there¿ and they were going crazy. They noted that when they had a bowel movement, the pain moves and felt the pressure ¿let down¿. The patient felt it was bowel related. The pain went from the right side of their back to the left to the buttock/groin and left side of hip. They mentioned that the pain had shifted from one side to the other side in the last two months. The patient stated that they could not even walk and could not figure out what is wrong. When the were laying down, they could feel something pulsating on the left side. Because they had it for bowel related issues. Their doctor was out of town for 10 days so the patient went to the emergency room last night. They were told the pain might be due to an impacted bowl and to find someone to remove it. They further stated that their muscles were knotted up and it might take them time for them to relax. It was noted that the patient had steroid injections over the last couple of months to the si joint and in their butt and nothing helped. It was noted that the patient saw a urologist and kidney doctor yesterday. The patient was given physician listings a week ago but could not find a doctor to remove the device. The patient was going to wait it out to see if their muscles relax and if the pain goes away with the stimulation off. There were no further complications reported or anticipated.